Manufacturer narrative:
Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the available log files, associated with the controller revealed that the controller was not in use prior to the reported event. As a result, the reported vad stop alarm event could not be confirmed. However, a review of the visual evidence provided by the site, as well as on-site inspection of the driveline, revealed that the driveline cable was severed, thus confirming the reported driveline damage and pump stop events. A driveline splice repair was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to the reported accidental cutting of the driveline by the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient placed a plastic garbage bag over their shower bag for additional protection. After showering, the patient used scissors to remove the garbage bag and completely severed the drive line. The patient immediately went to the emergency room (ER), the site performed a temporary repair using electrical tape to restart the vad and it was noted that the vad was off for approximately two (2) hours. The patient experienced worsening heart failure and required increased anticoagulation and inotropic support. It was further reported that a drive line splice repair was performed, and the patient tolerated the procedure well. The drive line remains in use. No further patient complications have been reported as a result of this event.